Manufacturer narrative:
(B)(4). Batch # p93f5y. Investigation summary the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. However, no alert screens were displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic transoral thyriodectomy, before docking a davinci robot system, a hd1000i was used for initial dissection. Before the dissection started, the hd1000i was connected to a gen11. The instrument was successfully identified. However, the gen11 kept 're-identify' the instrument several times. We attempted to re-plug the instrument into gen11. After several attempt, another error appears: replace instrument. Finally, the harmonic seems to become more stable. The doctor started to do dissection, after around 30 mins, the same error occurred again: replace instrument. The problem persisted even we unplug the instrument. After trying to re-plug the harmonic, another error then appears: tighten assembly. After pressing next, the generator asks the surgeon to activate and perform a test. Another hd1000i was opened and connected to gen11 again. The instrument is working but after 3 times of activation, another error appears: restart generator. No patient consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic transoral thyroidectomy, before docking a davinci robot system, a hd1000i was used for initial dissection. Before the dissection started, the hd1000i was connected to a gen11. The instrument was successfully identified. However, the gen11 kept 're-identify' the instrument several times. We attempted to re-plug the instrument into gen11. After several attempt, another error appears: replace instrument. Finally, the harmonic seems to become more stable. The doctor started to do dissection, after around 30 mins, the same error occurred again: replace instrument. The problem persisted even we unplug the instrument. After trying to re-plug the harmonic, another error then appears: tighten assembly. After pressing next, the generator asks the surgeon to activate and perform a test. Another hd1000i was opened and connected to gen11 again. The instrument is working but after 3 times of activation, another error appears: restart generator. No patient consequence reported.